Event description:
Consumer called stating that the parking brake on the l-4b scooter allegedly will not release or reset. Follow up call obtained information that the scooter is allegedly working and nothing is wrong. Consumer put it in park and then the scooter ran. Scooter is presently running and is with consumer in working condition. No injury. The malfunction has not been confirmed.

Manufacturer narrative:
MDR decision date: (B)(4) 2012. No RMA has been initiated for this issue. Additional information obtained from a follow up call to the consumer. Consumer stated that the l-4b scooter allegedly did not need repaired. She put the scooter into park and then it ran. The scooter is presently with the consumer, running and in working condition.